Event description:
It was reported that the patient presented in-clinic for the follow up. Interrogation of the patient's pacemaker found that the pacemaker was in back-up operation. No programming or intervention was performed. Patient was stable.